Manufacturer narrative:
Medical devices: 20066 lead implanted: (B)(6) 2017 (B)(4) antibacterial envelope implanted: (B)(6) 2017.

Event description:
It was reported that approximately two months post implant of the antibacterial envelope, the patient developed a hematoma, infection, and there was erosion. The patient was treated with antibiotics, the implantable pulse generator system was removed and replaced. No further patient complications have been reported as a result of this event.